Event description:
It was reported that patient implantable pulse generator (ipg) has migrated. The patient underwent a pocket revision procedure. No further information could be obtained despite good faith efforts.